Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (2000 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient presented today experiencing withdrawal symptoms. At the pump refill on (B)(6) 2024-11-04 they were expecting 3.5 ml but got back 2 and when they accessed the pump today they were expecting 5.4 ml but got back 0.5 ml. They were not involved with the refill in november so they were unsure if there were any issues outside of the discrepancies in volume. Agent reviewed option to bring the patient back in the middle of refill cycle to measure expected versus actual volume and the hcp stated they would.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient came back for a volume check and the expected reservoir volume (erv) was 12.1 and the actual reservoir volume (arv) was 11.5ml. The hcp stated no issues with the patient.